Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that 13 patients underwent hip revisions due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.